Manufacturer narrative:
(B)(4).

Event description:
Procedure: robotic lgb (laparoscopic gastric bypass). According to the reporter: issue occurred 48 hrs post op. Doctor fired the 60 mm purple reload on the distal portion of the stomach - final fire. All went well in the case and leak test was performed. At 24 hrs later, the pt complained of stomach pain and doctor suspected a leak. He brought the pt back and noticed there was a small opening in the staple line (less than one inch). He over-sewed it. Pt was released and is fine.